Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct common device is indicator, chemical. The correct catalog number is 14100. The correct lot number is 336511-01. The correct expiration date is 06/30/2017.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 200 cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the certificate of conformance (coc), trending of lot number, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 01/09/2016 to 07/07/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 200 was tested by a field service engineer. The unit was confirmed to be within specifications after repair of an unrelated issue of a door failure. The assignable cause of the issue could not be verified. It is unlikely there was an issue with the product as the cycle completed without any cancellations, the review of the certificate of conformance found all process specifications were met for product release and lot trending for the product malfunction code was not exceeded. In addition, the product was discarded by the customer and a functional analysis could not be performed. The issue will continue to be tracked and trended.